Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outer damage to the modular cable (lot unknown) was confirmed via returned product. Visual inspection revealed that the outer jacket and strain reliefs were discolored. The outer layer was damaged (kink) as well. The modular cable was able to operate a mock loop without any alarms activating, including when the cable was manipulated. The integrity of the wires in the returned modular cable were tested. The yellow (communication b) and red (power b) wires had elevated resistances >1ohm. The cable¿s polyurethane and inner layers were stripped, and multiple kinked areas were observed. No exposed conductors were observed. The damage was consistent with wear and tear which may have contributed to the observed elevated resistances; however, a root cause for the reported event was unable to be conclusively determined through this investigation. Lot number was not provided, therefore a DHR review was not performed. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine outpatient management that the ventricular assist device (vad) coordinator recognized small damages in the outer layer of the modular cable. The modular cable was exchanged.